Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to lead fracture. A right atrial (ra) and a left ventricular (lv) lead were present in the patient as well, but were not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and glidelight teflon outer sheath, the glidelight advanced smoothly, reaching just proximal to the lead''s distal coil, when the rv lead tip released. When the glidelight and lead were pulled back, the patient''s blood pressure dropped and a pericardial effusion was detected via transesophageal echocardiography (tee). However, due to the location of the glidelight within the vasculature, it was not believed that a superior vena cava (svc) perforation had occurred. Extraction attempts continued, and the rv lead was removed. At this time, rescue efforts began, including chest compressions, pericardiocentesis, and sternotomy. Perforations in the innominate, svc, and svc/ra junction were discovered and repaired. After repair, attempts to restart the heart were unsuccessful and the patient did not survive. This report captures the 14f glidelight in use in the area when the perforations occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels, great vessel perforation, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.